Manufacturer narrative:
The reported problem during pre-use checks was, according to information from our service engineer, caused by a defective air gas module. The air gas module regulates the inspiratory air gas flow to the patient. No air gas module was received to confirm the reported failure, despite several reminders having been sent. The logs confirmed that several pre-use checks had failed the internal leakage and flow transducer sub-tests. The failures in the log files also indicated a problem with the air gas module. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2015. The root cause for why the air gas module was failing the pre-use checks, has not been determined from this investigation.

Event description:
Manufacturer reference #: (B)(4).

Event description:
It was reported that the ventilator during pre-use check failed the internal leakage test and flow transducer. There was no patient involvement. (B)(4).

Manufacturer narrative:
A service engineer has been on-site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.